Manufacturer narrative:
An additional lot number was reported (lot # m019084). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 110 units of insulin. There was no impact to the customer's blood glucose level. Review of pump data showed that the pump was loaded with less amount of insulin than what the customer reported. Tandem technical support relayed the information to the customer during a follow-up call on (B)(6) 2017, and recommended that the cartridge is filled with 120 units of insulin, and to continue to monitor pump performance. The customer acknowledged the information provided.